Manufacturer narrative:
The subject device was received and evaluated. Device evaluation and inspection found the ig (image guide) coating (insertion section) is peeling off (1 mm 2 or more). In addition, (leakage) watertightness noted not maintained due to holes in the curved rubber caused by external factors. The customer reported issue of pinhole could be confirmed. Furthermore, the following findings during device evaluation were noted : the curved tube crushed and was noted to be due to an external factor. Insufficient bending angle due to elongation of angle wire noted. Poor insertion of the treatment tool observed in the forceps channel. The insertion part found crushed due to an external factor. The insertion part serpentine found buckled due to an external factor. Corrosion of the electrical connector contacts due to handling observed. Universal cord found crushed . Scratches found on the universal cord . Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of "pinhole". The issue found during an unknown event. There was no patient harm, no user injury reported due to the event. Device evaluation found the ig (image guide) coating (insertion section ) is peeling .

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 13 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a root cause could not be identified. However, it was presumed that the causes were stress during operation, external factors or handling. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.